Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 50 mg/dl at the time of incident. The customer was treated with food. The customer was assisted with changing the infusion sets and was advised to return the sets for analysis. The customer did not return the product back for analysis.